Event description:
It was reported that the atrial lead exhibited over sensing and noise. The lead was programmed to lower sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.